Manufacturer narrative:
(B)(4).

Event description:
Procedure type: cholecystectomy. According to the reporter: when surgeon was inflating the balloon, the tip of the syringe broke off in the shite insufflation hole. Pt is ok. No other unanticipated issues arose due to this event.